Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side diagnosis of "lymphoma," 7-8 years following implant, which "transferred to lymph nodes." A "lymphoidectomy" was performed as treatment. At some point "it" spread to patient's "armpit and right breast had problem." Following 3 of 6 rounds of "anticancer treatment," patient had side effects of "leukoplakia, weight loss, finger nail/toenail discoloration etc." It was reported that patient received "20 times of radiation treatment" because "prognosis was not good." The current status of the patient's symptoms was not reported. The events of leukoplakia, weight loss, finger nail/toenail discoloration etc." Are not related to the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was suspected diagnosis of lymphoma-alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reports patient "had a very serious swelling in one of breast recently." The patient was diagnosed with alcl. No biomarkers have been provided. The side is unknown. The device has been explanted. The stage of the cancer was reported as "iib."

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, g1.

Event description:
Patient reported right side diagnosis of "lymphoma," 7-8 years following implant, which "transferred to lymph nodes." A "lymphoidectomy" was performed as treatment. At some point "it" spread to patient's "armpit and right breast had problem." Following 3 of 6 rounds of "anticancer treatment," patient had side effects of "leukoplakia, weight loss, finger nail/toenail discoloration etc." It was reported that patient received "20 times of radiation treatment" because "prognosis was not good." The events of leukoplakia, weight loss, finger nail/toenail discoloration etc." Are not related to the device. The device has been explanted.

Manufacturer narrative:
Continued h.6 health effect-impact code: f2201 biopsy. Implanting physician: dr. (B)(6); address: (B)(6); phone: (B)(6); facility name: (B)(6).

Event description:
Healthcare professional also reported right side rupture.

Event description:
Patient reported right side diagnosis of "lymphoma," 7-8 years following implant, which "transferred to lymph nodes." A "lymphoidectomy" was performed as treatment. At some point "it" spread to patient's "armpit and right breast had problem." Following 3 of 6 rounds of "anticancer treatment," patient had side effects of "leukoplakia, weight loss, finger nail/toenail discoloration etc." It was reported that patient received "20 times of radiation treatment" because "prognosis was not good." The events of leukoplakia, weight loss, finger nail/toenail discoloration etc." Are not related to the device. The device has been explanted.